Event description:
It was reported that when using the buttons the screen of the insulin pump becomes unreadable. Customer attempted to perform a self test, however customer was unable to see the screen. Customer's blood glucose reading at the time of the call was 7.2 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to a shorted display driver board. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.